Event description:
Peg tube inserted by surgeon in the operating room. Md was unable to verify how far the peg tube was in the pt since the tube did not have any calibration marks on the peg tube. The guide wire was left in and the defective peg tube was removed. A new peg tube was obtained and able to be placed over the wire for insertion. Per the surgeon, the pt did not suffer harm, but had to remain under anesthesia a little longer due to the delay in peg insertion.

Manufacturer narrative:
The returned device was examined and found to not have any printing on the tube. The peg tubes manufactured by viasys are printed with centimeter marks as a convenience. Per the instructions the peg placement procedure is performed under endoscopic visualization, therefore the location of the bumper in the stomach would be known even without cm markings. Although the peg tube could have been used and would function as intended, the surgeon chose to remove the tube and place a second one. This required the pt to remain under anesthesia longer which is typically sedation not general anesthesia.